Manufacturer narrative:
As part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 - july 2017. An investigation of the reported event found that the laser operator received a burn of unspecified severity to the fingers following unscrewing the fiber from the laser system during a procedure. No report of patient harm was received. An investigation of the reported event found that the reported malfunction of the fiber connector overheating was similar to a device malfunction that resulted in a potentially harmful situation (MDR# 3004135191-2017-00024). Because the company is aware that this malfunction was alleged to have caused or continued to a serious injury this event represents a reportable malfunction. A lumenis technical specialist evaluated the performance function of the laser system concluding the system performed to manufacturer's specifications. Laser system malfunction is not the suspected root cause of the event reported. Although the severity of the burns was not reported, lumenis cannot rule out that a serious injury had occurred. In an abundance of caution, lumenis is reporting this as an adverse event. Although there is no evidence that a lumenis product had malfunctioned in this event, lumenis is also reporting this event as a product problem/malfunction since a lumenis laser system was a contributory part of the adverse event. The manufacturer of the subject fiber had been aware of the event.

Event description:
A user facility reported that a laser device operator sustained a burn on two (2) fingers while unscrewing a non-lumenis 200 laser fiber from a lumenis powersuite laser system. User facility confirmed that no patient injury was associated with this case, however no further information was received in regards to the alleged injury of the staff member.